Manufacturer narrative:
This is one of two events reported for the same patient involving three separate products.

Event description:
The plaintiff's atty alleged that the decedent was hospitalized for an unspecified event and experienced a sudden cardiac event after the use of the product on or about (B)(6) 2003. The plaintiff's atty also alleged that the decedent experienced cardiac arrest and subsequently expired after use of the product in a separate dialysis treatment on (B)(6) 2003.